Manufacturer narrative:
Visual and functional analysis was performed on the returned device. The reported activation failure was not confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents and/or complaints for this lot. The investigation could not determine a cause for the reported activation failure. Although a definitive cause for the difficulty could not be determined, it may be possible that the distal sheath of the delivery system was entrapped or bent within the anatomy preventing the ratchet ears from engaging the stent during deployment. Additionally, after the removal of the system, it may be possible that distal shaft was straightened or repositioned such that the ratchet was able to re-engage with the stent and allowing the stent to flower and then fully release during analysis. However, this could not be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.na

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. Na.

Event description:
It was reported that the procedure was performed to treat a de novo lesion in the superficial femoral artery. A 6fx45cm sheath was advanced and the vessel was pre-dilated with a 6.0x150mm non-abbott balloon catheter at 20 atmospheres for 60 seconds. An attempt to deploy a 5.5x150mm supera self-expanding stent system (sess) via a crossover approach was made; however, the stent was not released after about 1cm of deployment. The thumb slide was advanced but it did not deploy/release the stent. The stent and sess were removed under fluoroscopy. Once outside the patient anatomy, an attempt to deploy the stent by advancing the thumb slide was made and the stent released. The procedure was successfully completed with an unspecified 5.5x150mm stent. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.